Event description:
Delivery system failure: after insertion of a guidewire, the delivery system was introduced from the right femoral artery. The stent-graft was started to be deployed from just below the renal artery. When the stent-graft was deployed until the contralateral gate was fully exposed, the bare stent was attempted to be released. However, the grey thumb grip was too stiff to be pushed toward the handle body and turn. The sales representative, who was present at the procedure, advised the physician to turn the grey thumb grip while applying force proximally to the black release grip, and the physician managed to turn the grey thumb grip with considerable force. However, the black release grip was then unable to be pulled back over the gray thumb grip. The grey thumb grip was removed with a cautery knife and it was found that the slot was deformed. After the deformed slot was corrected using scissors and nippers, the black release grip was able to be pulled back over the gray thumb grip and seated, and the bare stent was successfully released from the clasp. Due to this event, the procedure delayed 30 to 40 minutes. Operation type: stent-grafting. Ancillary used devices: treo leg extension at-l1509160, endurant leg etlw1620. (B)(4). Patient outcome: "there was no health damage to the patient."

Event description:
Delivery system failure: after insertion of a guidewire, the delivery system was introduced from the right femoral artery. The stent-graft was started to be deployed from just below the renal artery. When the stent-graft was deployed until the contralateral gate was fully exposed, the bare stent was attempted to be released. However, the grey thumb grip was too stiff to be pushed toward the handle body and turn. The sales representative, who was present at the procedure, advised the physician to turn the grey thumb grip while applying force proximally to the black release grip, and the physician managed to turn the grey thumb grip with considerable force. However, the black release grip was then unable to be pulled back over the gray thumb grip. The grey thumb grip was removed with a cautery knife and it was found that the slot was deformed. After the deformed slot was corrected using scissors and nippers, the black release grip was able to be pulled back over the gray thumb grip and seated, and the bare stent was successfully released from the clasp. Due to this event, the procedure delayed 30 to 40 minutes. Operation type: stent-grafting. Ancillary used devices: treo leg extension at-l1509160, endurant leg etlw1620, (tc#bm220602809). Patient outcome - "there was no health damage to the patient.".